Event description:
A portion of the inner catheter detached inside the pt. Stent had been successfully deployed. The detachment occurred when removing the introduction system. The detached portion was retrieved with a snare.